Event description:
It was reported that during a laparoscopic appendectomy, during the reloading of the second firing the internal components of the reload fell apart while loading the reload cartridge into the jaws of the stapler. Another reload was not able to be placed in the device. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the tsw35 device was received instead of atw35. The device was returned in good visual condition and with a reload loaded in the device. The reload was received fully fired and with the pan dislodged. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.